Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The supera instruction for use (IFU) states to confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. It could not be determined if the IFU deviation caused or contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported deployment difficulty, stent elongation and tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a mid superficial femoral artery (sfa) stenting procedure, deployment of the supera stent was initiated and thought to be completed, so the stent delivery system (sds) was retracted; however, the stent was not fully deployed and remained partially in the sheath. Once this was noticed, the user advanced and retracted the thumbslide in an attempt to fully deploy the stent, but the tip of the sds detached. The sheath was retracted to remove the tip, but this caused the stent to elongate from the sfa to the iliac as it was still attached to the delivery sheath. A snare was inserted, but unable to capture the dislodged tip. A surgical cutdown was performed at the common femoral artery and the tip was removed. Additionally, the stent was cut leaving a portion of the stent in the iliac and superficial femoral artery and removing the rest. The artery was patched. There was no adverse patient sequela. No additional information was provided.